Manufacturer narrative:
Tandem¿s t:slim g4 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 400mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula for any damage. Tandem technical support (cts) guided the customer through a supply change and discovered the customer was performing the cartridge air removal technical incorrectly. Cts educated the customer in regards to the proper air removal technical and after the supply change the customer successfully delivered a correction bolus without additional occlusion alarms occurring.